Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 6 months to 1 year ago. Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the part and lot number required to review the divice history records and complaint database was not provided. Although the complaint is non-verifiable, provided info states the pain was caused by an overly long screw and was protruding through the bone. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address limited range of motion and pain caused by overly long spherical screw.